Event description:
It was reported that an aq2010v silicone three piece lens was inserted and the lens did not unfold properly in the eye. The lens was removed and another same type of lens was implanted without any pt injury. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed that half the optic was torn off and there was a heavy reddish residue on the lens. There was evidence of a clear surgical residue.